Manufacturer narrative:
Deviced will not be returned. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported that the surgeon took out the broken long gamma nail because patient was non-union.